Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing noise in the right atrial (ra) and right ventricular (rv) channels. The noise was able to be reproduced. The device recorded no inappropriate therapy, only short episodes of non-sustained ventricular tachycardia (nsvt). It was suspected that there was lead insulation issue. The patient was admitted into the hospital for a revision procedure and the device was turned off. Subsequently, the system was explanted and replaced. There was no pacing inhibition and no additional adverse patient effects were reported. This ICD, rv lead and competitor ra lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing noise in the right atrial (ra) and right ventricular (rv) channels. The noise was able to be reproduced. The device recorded no inappropriate therapy, only short episodes of non-sustained ventricular tachycardia (nsvt). It was suspected that there was lead insulation issue. The patient was admitted into the hospital for a revision procedure and the device was turned off. Subsequently, the system was explanted and replaced. There was no pacing inhibition and no additional adverse patient effects were reported. This ICD, rv lead and competitor ra lead remains in-service.

Manufacturer narrative:
Additional information was provided in section b5. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing noise in the right atrial (ra) and right ventricular (rv) channels. The noise was able to be reproduced. The device recorded no inappropriate therapy, only short episodes of non-sustained ventricular tachycardia (nsvt). It was suspected that there was lead insulation issue. The patient was admitted into the hospital for a revision procedure and the device was turned off. Subsequently, a new implantable cardioverter defibrillator (s-ICD) was implanted. There was no pacing inhibition and no additional adverse patient effects were reported. This ICD, rv lead and competitor ra lead remains implanted but electrically deactivated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing noise in the right atrial (ra) and right ventricular (rv) channels. The noise was able to be reproduced. The device recorded no inappropriate therapy, only short episodes of non-sustained ventricular tachycardia (nsvt). It was suspected that there was lead insulation issue. The patient was admitted into the hospital for a revision procedure and the device was turned off. Subsequently, a new implantable cardioverter defibrillator (s-ICD) was implanted. There was no pacing inhibition and no additional adverse patient effects were reported. This ICD, rv lead and competitor ra lead remains implanted but electrically deactivated. Additional information was provided, it was reported that the device and lead were explanted. No additional adverse patient effects were reported. The products remain at the pharmacy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing noise in the right atrial (ra) and right ventricular (rv) channels. The noise was able to be reproduced. The device recorded no inappropriate therapy, only short episodes of non-sustained ventricular tachycardia (nsvt). It was suspected that there was lead insulation issue. The patient was admitted into the hospital for a revision procedure and the device was turned off. Subsequently, a new implantable cardioverter defibrillator (s-ICD) was implanted. There was no pacing inhibition and no additional adverse patient effects were reported. This ICD, rv lead and competitor ra lead remains implanted but electrically deactivated. Additional information was provided, it was reported that the device and lead were explanted. No additional adverse patient effects were reported. The products remain at the pharmacy. Additional information was provided, lead was explanted due to high shock impedance. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a complete lead was returned intact and not severed. Cuts in the insulation, likely due to explant damage was observed. The distal end of the proximal spring electrode is separated from the lead body insulation, torn, separated from the proximal end of the proximal spring electrode and the proximal coil is stretched at this point. The helix was in the extended position and dried body fluid and tissue were noted in the helix housing which is normal for active fixation leads. An extracting stylet was returned stuck in the lead. The rs conductor resistance measured as an electrical open and the rs coil had been pulled to the point of fracture due to the extracting stylet and being pulled with force. An x-ray was performed, and no issues were noted other than those mentioned. Insulation damage was observed around 260-270 mm from the terminal end, through to the rs lumen. Insulation damage characteristics were consistent with lead-on-lead abrasion. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification on the lead at the proximal shock coil. There was no calcification noted on the distal coil or tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.